Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that there was a missing set screw part. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.

Event description:
It was reported that the set screw came out of the silicone when trying to connect the lead to the implantable pulse generator (ipg) and the physician was unable to connect the lead. The device was explanted and replaced. No patient complications were reported as a result of this event.